Manufacturer narrative:
No fire. Internal component failure in the controller module.

Event description:
Dealer alleges wheelchair caught fire. Alleges motor kicked off then smoke and small flames were coming out of the rear compartment of the chair.

Event description:
Dealer alleges wheelchair caught fire. Alleges motor kicked off then smoke and small flames were coming out of the rear compartment of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.